Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. As a result of the patient's symptoms, she her impacted device was explanted on (B)(6) 2019 and replaced by a non-mentor device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, the sample was found to be ruptured. Additionally, a crease was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 500cc mentor memorygel breast implant (catalog number: 3505004bc; serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced postoperative left-sided implant rupture. The diagnosis was confirmed by physician after an ultrasound, MRI, and mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.